Manufacturer narrative:
Although it could not be determined if the bottle cap was already open when the customer got them, the returned strips were tested with control and blood, and gave e11 on all tests, which. Indicates exposure to moisture.

Event description:
The customer opened a new carton of contour test strips and found the cap open on one of the bottle of strips. No adverse events were alleged. The test strips were to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.